Event description:
Vns pt was was scheduled for lead revision surgery due to device protrusion. It was reported that the lead was protruding in the left neck and that surgeon plans on moving the lead and resecuring it. Treating surgeon indicated the protrusion was likely caused by a change in the pt's body weight since initial implant. It was reported that the pt has since been able to come off of their depakota, which has helped their return to their previous weight. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.